Manufacturer narrative:
The autopulse platform in complaint was received for evaluation at zoll (B)(4) on 12/31/2015. The investigation is as follows: visual inspection: visual inspection of the returned platform was performed and found no visible or physical damages to the platform. Archive data results: a review of the platform's archive data was performed and found multiple user advisory 13 (battery fault detected (replace battery) error codes with battery s/n (B)(4) on (B)(6) 2015, which confirms the reported complaint. Functional testing results: the autopulse platform passed functional testing. The errors were not duplicated. Summary: the customer's reported complaint of the platform displaying error message "battery error/battery cannot be used" was confirmed during review of the platform's archive data which showed multiple user advisory 13 (battery fault detected (replace battery) error codes with battery s/n (B)(4). Please note that battery s/n (B)(4) was not returned with the autopulse because when battery was used (by customer) in another platform, it worked properly without issue. During testing the platform powered up with both partially charged and fully charged batteries, no faults found. Further testing was done using one fully charged battery to perform 15 minutes run-in test with large resuscitation test fixture (lrtf), with no fault found the same batter was used to power up the platform multiple times with no fault found. The platform passed functional test.

Event description:
It was reported that during a routine shift check, it was discovered the autopulse platform displays a prompt of "battery error/battery cannot be used." This message only appeared if a partially used battery was installed in the platform and powered on. To troubleshoot the issue the crew used a fully charged battery in the platform, which powered on without issue. As an additional test the crew took the "partially" charged battery and placed it in another platform and it powered on without issue.